Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient had been having gradual issues. She had a fall during the previous february where she thought the trouble had started. For the six months prior to the date of report, a lump had been forming in the patient¿s low back area and had gradually gotten bigger. It was noted that an inflammatory mass was suspected as the physician believed it might be a granuloma. Later, during a catheter access port (cap) dye study under fluoroscopy, the physician had been unable to aspirate a few times before he was able to successfully, slowly aspirate 1-2mls of clear cerebrospinal fluid (csf). It was stated that, because of that, there was some blood in the line, but the physician did not want to flush or use another cap kit. On the dye study, it appeared that the catheter was twisted and was close to the patient¿s skin; however, the dye could be seen at the tip of the catheter going into the csf. It was also noted that there had been no discrepancies in the reservoir volume. The physician was considering a catheter revision; however, the patient wanted to be weaned from the pump and have it explanted. The patient felt that she didn¿t need oral medication, so if she wasn¿t getting medication from the pump, she wouldn¿t need any medicine at all. The patient¿s dose had previously be en consistent, but on the day of report, the dose was decreased by 5%. They were planning to wean the patient down and watch. It was noted that the physician was to see the patient during the following week and would likely continue to decrease the dose. The patient¿s catheter reportedly needed to be revised, but nothing had been scheduled. The device system was used to deliver hydromorphone. The event had yet to resolve as of the previously reported information. Further follow-up had been requested to obtain additional information.